Event description:
On (B)(6) 2015, it had been reported to animas that a loss of prime event had occurred with the cartridge. The reporter stated that a loss of prime had occurred 3 or more times. There was no adverse event associated with this complaint. This complaint is being reported because the alleged event remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.